Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the windows sign-in screen with a message that says, "administrator service account credentials are required to continue. Please enter and update the credentials". A technical support specialist dialed into the station, entered cfnapp credentials in the prompt and rebooted the device to cfnapp. The tss confirmed that the customer was able to access the med application. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user was not able to get past sign in screen. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.